Manufacturer narrative:
Medtronic received the following information from a journal article entitled; neutrophil-to-lymphocyte ratio as potential marker of outcome after standard evar toncelli, a.; filippi, f.; andreoli, f.; colonna, g.; panzano, c.; silingardi, r.; desantis, c.; ruggiero, m.; taurino, m.; sirignano, p. Diagnostics 2025, 15, 2807. Https://doi.org/10.3390/ diagnostics15212807 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: mean age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿neutrophil-to-lymphocyte ratio as potential marker of outcome after standard evar¿ the time frame of this study was over an eight -year period. Endurant ii and non-medtronic stent grafts were implanted in the endovascular treatment of aaa¿s on unknown dates. 24 % of the patient population were implanted with an endurant stent graft. Among the patient population the following malfunctions occurred: type I endoleak, type iii endoleaks. No further information was provided pertaining to medtronic products.